Event description:
It was reported the pt has stimulation, and is able to charge his ipg, but the ipg battery level does not show it has been depleted after two weeks of use. A replacement charger was sent to pt, but it was reported this had not resolved the issue. Attempts to determine the next course of action was successful.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.